Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that half of the screen was dark on the insulin pump. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer was using an (B)(6) aaa alkaline battery. Customer could not see any of the numbers and discontinued use of the pump. Customer was advised that the pump will need to be replaced.